Event description:
It is reported that during surgery in 2009, the device would not seat. It was removed with much difficulty, the bone was re-reamed, and as the device was being re-inserted, the femur cracked, which required a cable to fix.

Manufacturer narrative:
Evaluation summary: no devices, x-rays, or patient information was returned for evaluation. Possible causes for this incident include, but are not limited to: patient bone quality, porous coating size profile, reaming depth, and/or excessive impaction force. Bone quality may influence the difficulty for seating the stem (requiring greater impaction force) and the relative risk of femur fracture. The cocr beaded porous coating size profile can vary slightly from stem to stem, which is inherent to the design. This may also influence the feel and relative difficulty for seating the stem. The exact cause in this case cannot be determined at this time.evaluation: no product was returned. Review for the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.